Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) and a patient. It was stated that the patient has not had any pain relief since implant, and that their previous physician was only able to implant one lead. Know contributing factors were known. The rep tried using different programming, but the issue remained unresolved. The patient was referred to a physician for a lead revision, and to replace the percutaneous lead with a paddle lead. Surgical intervention was not scheduled but has been planned. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 28-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient has never had therapeutic effect. The patient reported he wanted to get his ins reprogrammed as soon as possible because since implant he is still in pain and has only been adjusted once. The patient has tried a, b, c and increased to the highest on each one until he gets the message ¿not available¿ and he decreases, goes back down/ nothing happens. It is not doing anything to stop the pain, he does not feel anything. The patient said he recharges every day. Patient said he does not even know if the leads are connected. He is frustrated and frustration leads to anger because he is in pain. The patient was redirected to their healthcare provider (hcp). Subsequent information from manufacturer representative (rep) indicated that the rep met with the patient and it has been taken care of. No further complications were reported/anticipated. Additional information received from a manufacturer representative (rep). It was reported that the device was reprogrammed after an impedance check etc. Was performed with no issues. The patient was given all new programming options. The patient has to try the new programs, so it was unknown if the issue has resolved. The cause of the issue was the prior programs were not sufficient. No further complications were reported. Additional information was received from a patient representative reporting that they had a problem since the implant surgery. They stated that they ¿kept trying to develop a system of inputting information¿ and that they haven't stopped the pain in their back. The caller stated that during surgery, they only could put one lead in, but in the trial surgery they put two in and their pain almost disappeared for four days. The caller stated that they have had constant pain since the implant surgery and they still can't eliminate their pain. The caller stated that the device had to be readjusted with a rep. The patient was redirected to follow-up with a rep/healthcare provider (hcp) for reprogramming. It was mentioned again that they still could not do away with the pain in their back and they had the device readjusted about four times. The patient representative called back on (B)(6) 2020, reiterating that they had had ¿nothing but trouble¿ with the device since implant. The caller clarified that that the patient¿s ins ¿doesn't work¿ because the patient hadn't been getting therapeutic effect since implant and they inquired about how to request a rep to be at their hcp appointment. This process was reviewed. The caller stated that the patient could not sleep in a regular bed and had to sleep in a recliner due to the pain. The caller also mentioned again that the patient got more relief from the trial than they had with the permanent implant. The caller stated that the ins had been ¿tweaked so many times¿ due to this. They stated that they told the patient to got to the dispensary to ¿get some edibles¿ to help with the pain. The event occurred since implant. No further complications were reported/anticipated.

Manufacturer narrative:
Date received by MFR: correction to 2020-03-02 in regulatory report 3004209178-2020-05289. If information is provided in the future, a supplemental report will be issued.